Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had an improper shutdown at power up. A review of event history revealed occurrences of "improper shutdown!" An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected.a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition was determined to be depressed battery contact pins on the rear case. The depressed battery contact pins due to fluid intrusion and not being cleaned. The battery contact pins requires to be cleaned to address this issue.should additional relevant information become available, a supplemental report will be submitted.